Manufacturer narrative:
(B)(4). Batch # n53e02. See attached user facility medwatch (B)(4). Device evaluation summary: the analysis results found that the ecs25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: exact day of the month unknown. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? End colostomy takedown after perforated diverticulitis. Were you the one firing the device? Or was it someone else? And how long has the person been using the device? I fired it. 8 years. Do you remember where in the green gap setting scale the indicator was prior to firing? Low b, middle b, or high b? Middle b. After closing the device did the person firing wait 15 seconds and then retighten before firing the device? I did wait 15 sec at least before firing. I never retighten before firing. No one at (B)(6) does so if we need to be doing this please let us know. First time I have had a problem with this device. Was the device difficult to close? No. Was the device difficult to fire? No. Did you receive audible and tactical feedback when firing the device? Yes. How many counter clockwise revolutions of the adjusting knob were used to open the device? 1.5. Then after multiple attempts to remove I turned it another one. Then when that didn¿t work I turned it another 1. What specific steps were taken to remove the device? As above with the revolutions,then pulling gently, holding the anastomosis while pulling gently, pushing in then pulling back. Were the donuts inspected? If so, did they look good? Donuts intact and looked fine. Was a complete transaction of the white breakaway washer visually confirmed? The white washer was not present as it normally is when I pulled the stapler out. Were there any issues noted with staple formation? If so, please describe. Everything seemed normal it was really just the removal that was an issue. And, what is the current status of the patient? I believe you said she is doing fine? She is doing fine. The only postoperative issue that she had was a minor wound infection. Now she needs to get her loop ileostomy taken down which is something that wouldn¿t have happened if the stapler has been able to be removed correctly.

Event description:
It was reported that during a left colon procedure, the device was fired it appeared to fire properly but when the surgeon attempted to remove the stapler from the patient he could not get it out. Surgeon pushed on the device and pulled on it. He put so much pressure on it trying to remove it he damaged the anastomosis. The surgeon sutured the anastomosis with some interrupted sutures to repair it and then did a diverting loop ileostomy. The second surgery for loop ileostomy takedown is scheduled for august. No change in postop care other than she went home with an ostomy. She did get a wound infection that went away with incision and drainage and antibiotics. Patient is currently doing well.